Event description:
This procedure is part of the (B)(4): this adverse event was not reported by the site, but was identified by the core lab review of the procedure. An abrupt closure was observed post-atherectomy. It occurred after atherectomy treatment to the 2nd target lesion in the posterior tibial. There was no flow in the treated area as well as the entire vessel distal to the treated area. The investigator went in with a balloon and ballooned the entire area which resulted in a patent vessel after treatment. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(4) events.